Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, please disregard any reports associated with it. A1 updated, corrected data: h6: health effects.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was broken. Review of the event history log (ehl) showed cassette locked but not latched alarm. A functional test was performed and the reported issue was not duplicated, however the alarm was noted in the history log. It was determined that the most probable cause was due to the inoperable latch lock flex. As a result, the latch lock flex was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a manufacturing DHR review was not performed. B3 unknown, d3, g1, and g2 email is: (B)(4).

Event description:
It was reported that the pump exhibited a cassette detached alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.